Event description:
During post op rounds, the pump was empty. No adverse event occurred. Fill volume was 250ml, and flow rate was 10ml/hr.

Manufacturer narrative:
Evaluation summary: the sample was received for evaluation and investigation. The information contained herein is based on the information provided by the initial reporter and the sample evaluation. The report stated that the pump emptied quickly. The reported fill volume was only 250ml. The nominal fill volume for this pump is 400ml. This underfill of the pump caused the pump to flow quickly. The directions for use (dfu) contain cautions for underfilling the pump. The caution sates "do not underfill. Underfilling the pump may significantly increase the flow rate. Filling the pump less than nominal results in faster flow rate." The pump was filled with normal saline solution to the nominal fill volume of 400 ml and a flow rate accuracy test was performed using 10ml/hr. The flow rate accuracy test results were found to be within specification. In addition, retrained devices from lot 7b2792 were tested for flow rate accuracy. At the nominal fill volume of 400 ml, and a flow rate of 10ml/hr, the flow rate was within specification. Product complaint is confirmed due to user error by underfilling the pump. If additional information that is pertinent to this revent becomes available, I-flow will submit a follow-up report.